Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: 004-015 shoulder ID study pt began experiencing constant severe shoulder pain on (B)(6) 2024. CT unremarkable. As of (B)(6) 2024. Patient still is experiencing shoulder pain, but no longer as constant or severe.".